Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported failure to activate cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the surgeon had difficulty activating the pump. He tried numerous different times and methods but they did not work. The physician felt that there was something wrong with the pump. When the patient went under for the revision the surgeon tried one more time and seemed to have activated it. The physician did not want to take the risk and replaced the pump. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.